Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to elevated short v-v intervals and non-sustained high rate episodes. It was also reported that an rv impedance alert was triggered due to high/undefined pacing impedance. It was noted that the patient had an left ventricular assist device (lvad) implanted around the time the elevated short v-v episodes occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.